Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, ¿leaking at the valve".

Event description:
Healthcare professional reported "left side deflation¿ and ¿leaking at the valve". Device has been explanted.